Manufacturer narrative:
The device has been received for evaluation; however, the evaluation is still in process. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available. (B) (4).

Event description:
The customer reported to baxter (B) (4) that a reservoir burst on a two day infusor during patient use. The rupture occurred short after start of the infusion. No patient injury occurred or medical intervention was necessary. The pump was filled with 5-fu (2064 mg and 79 ml 0,9% naci). No additional information is available.